Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Patient's demographic information including age, gender, weight, bmi at the time of index procedure ? Date of index surgery (vicryl suture implantation) ? Please provide suture lot # on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement ? Did the suture break ? Did the knots untied ? What was the onset date/time of dehiscence? (# post op days) how was the dehiscence managed? What is the patient's current status? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Please describe any medical/surgical intervention, other than the silver nitrate, required for this suture event including dates and results. What was the date the weeping was noted? What is the physician¿s opinion as to the etiology of or contributing factors to this event?

Event description:
It was reported that a patient underwent a hip surgery on (B)(6) 2021 and suture was used. Following the procedure, the wound appeared fine when the clips were removed, however, 4 weeks post op first presented with weeping from the center of the wound, this was treated with silver nitrate which has worked effectively, but then wound began breaking down at the distal end of the wound. Again the consultant was treating with silver nitrate. Hasn¿t seen any suture material come out of the wound. The surgeon opined that the patient may potentially be allergic to the suture and feels the current break down is due to the knot of the suture. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/25/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a2, a3, a4, b7 additional information was requested and the following was obtained: ¿ patient's demographic information including age, gender, weight, bmi at the time of index procedure ? 73 years of age at surgery, female, 87 kg, bmi 33 ¿ date of index surgery (vicryl suture implantation) ? (B)(6) 2021 ¿ please provide suture lot # - unknown ¿ on what tissue was the suture used? - closure right hip wound ¿ what was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal ¿ how was the suture placed (interrupted or continuous)? Continuous ¿ how was the suture originally tied (multiple knots, square knot, etc.)? Multiple knots ¿ did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement ? No ¿ did the suture break ? No ¿ did the knots untied ? No ¿ what was the onset date/time of dehiscence? (# post op days) approximately 4 weeks post op ¿ how was the dehiscence managed? It was not felt to be infected - swabs taken - but overgranulation appeared so was treated with silver nitrate ¿ what is the patient's current status? Well - due for review later this week ¿ what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open ¿ please describe any medical/surgical intervention, other than the silver nitrate, required for this suture event including dates and results. None ¿ what was the date the weeping was noted? 3-4 weeks post op ¿ what is the physician¿s opinion as to the etiology of or contributing factors to this event? ?reaction to suture material (B)(4).